Event description:
It was reported that the patient underwent initial left total hip arthroplasty. Subsequently, patient underwent a third left hip revision due to aseptic loosening approximately 8 (eight) months later. During the revision, the cup was found to be grossly loose and removed without difficulty, femoral stem was also noted to be loose. All implants were revised without complications. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
Upon reassessment of the reported event, the cup was already reported under 0001822565-2026-00783. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the cup was already reported under 0001822565-2026-00783. The initial report was forwarded in error and should be voided.